Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of device detached and remained inside the patient's body. The target lesion was located in the brachial cephalic vein. A 2cm peripheral cutting balloon® was selected for use. After use and upon withdrawal, it was noted that the tip broke off inside the patient's body. The physician was unable to retrieve the fragment from the patient despite attempts. There were no patient complications reported and the patient's condition was stable. The patient was transferred to a different hospital to remove the tip from the patient's body.